Event description:
It was reported that the patient developed an infection after her 2004 implant. That was the reason the system was removed one month after implant, which would have been in (B)(6), 2004. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3487a-33 lot# j0414585v implanted: 2004-(B)(6) explanted: unknown; lead model 3487a-33 lot# j0417943v implanted: 2004-(B)(6) explanted: unknown; extension model 748925 serial# (B)(4) implanted: 2004-(B)(6) explanted: unknown; extension model 748925 serial# (B)(4) implanted: 2004-(B)(6) explanted: unknown; programmer model 7435 serial# (B)(4).